Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+3.0/081 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during delivery into the patients right eye (od). There was no patient injury. Another same model/length lens was implanted on (B)(6) 2019 and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and foreign residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).